Event description:
It was reported that while using bd bactec¿ mgit¿ 960 sire kit, the growth unit did not t reach 400 and caused the sire ast failure. This is a report of one occurrence, no report of adverse or injury. The following information was provided by the initial reporter: customer informed that the growth unit does not reach 400 and caused the sire ast failure. Additional info sales complainant: I just confirmed if customer has any change about the mgit sire preparing procedure, and they told they used to shake the gc tube during culture protocol. I told them the shaking is not recommended by user¿s manual and ask to void shaking.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-01200 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. G5: PMA/510(k)#: one additional code applies; k014123. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 sire kit, the growth unit did not t reach 400 and caused the sire ast failure. This is a report of one occurrence, no report of adverse or injury. The following information was provided by the initial reporter: customer informed that the growth unit does not reach 400 and caused the sire ast failure. Additional info sales complainant: I just confirmed if customer has any change about the mgit sire preparing procedure, and they told they used to shake the gc tube during culture protocol. I told them the shaking is not recommended by user¿s manual and ask to void shaking.